Manufacturer narrative:
(B)(4). Date sent: 06/28/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: was any medical or surgical intervention provided to the patient post-operatively? No, but a temporary artificial anus was placed, which will be moved back after the anastomosis has healed. Additional information was requested, and the following was received: what were the indications for surgery? What is product code for the device that was used in surgery? What is the lot number for the device that was used in surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Response: no further additional information available per the sales rep. H11: corrected data = based on additional information received b1, b2, h1 has been updated.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was any medical or surgical intervention provided to the patient post-operatively? If yes, please explain.

Event description:
It was reported that during a sigmoid resection, staples not formed properly. (Anastomosis, colorectal surgery ¿ lap sigmoid resection). Tightness and blood flow top, nevertheless radiologically non-detectable ¿insuffizienzz¿ after 3 days, only detectable in rectoscopy between 2 clamps.